Manufacturer narrative:
The customer performed troubleshooting with the beckman field service engineer over the phone and replaced the reference electrode to resolve the issue. The fse verified the analyzer resumed to normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining two (2) low patient results for sodium on their au680 clinical chemistry analyzer. The low results were not reported out of the laboratory. The customer repeated the patient samples on another au analyzer and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.